Event description:
The manufacturer received information from a third-party service provider that a ventilator inoperative error code was found in a trilogy evo device's error log during preventative maintenance servicing relating to software version mismatch. There was no serious patient harm or injury that occurred or was reported. The trilogy evo ventilator was returned and evaluated by a third-party service center, and the service technician states that the printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the blower assembly was replaced due to a motor controller shutdown error code. Also, the muffler assembly, blower assembly, bellow blower, machine flow sensor, and in line filter were replaced due to contamination. The air foam inlet filter was replaced for maintenance. The device passed all final testing. No further investigation is required.